Event description:
During resuscitation due to an unknown condition, the patient was noted to be in ventricular fibrillation and was externally defibrillated. Upon interrogation, the device was found in back-up mode with disabled high voltage therapy following a hardware reset. The cause of the hardware reset could not be determined. The device was explanted and replaced, and the patient was stable following the procedure. It was noted the patient received multiple vibratory alerts prior to the event.

Manufacturer narrative:
The reported event of backup vvi was confirmed. The device had a power-on reset during high voltage therapy delivery. The device¿s sensing, pacing, high voltage charging, high voltage delivery and high voltage shock impedance were tested and revealed no anomalies. A longevity calculation was performed, and the battery depletion was found to be normal based on device usage. The cause of backup vvi could not be determined.